Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side "deformity and slight pain on palpation for 6 months and then intermittently until it was more acute", "capsular contracture grade IV" and "rupture". The device remains implanted. Treatment: pain killer